Event description:
During an esophageal dilatation surgery, the balloon was pumped to 2 atm ( max. 5.5. Atm) and suddenly cracked. No patient injury was reported.

Manufacturer narrative:
The balloon was discarded and will not be returned for evaluation. The investigation is on-going. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.